Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurately high results. No values were provided that could be used to verify the possible inaccuracy issue. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.